Manufacturer narrative:
Additional information was provided in b.6. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, the patient unable to see at distance or near. Also patient had glare and halos. The lens was exchanged with unknown toric monofocal iol after the initial implant procedure. The clinical reason for the explant is improve vision.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).